Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high/low blood glucose levels and sensor issues. Blood glucose level at the time of the incident was 258 mg/dl and sensor glucose was 65 mg/dl when threshold suspend was triggered. Customer also stated that they were getting alert to change sensor and calibration not accepted. During troubleshooting the sensor cannula was bent when removed. Customer also reported getting blood glucose from 39 to 500 mg/dl range. Customer treated the low reading with food and juice and treated the high reading with bolus. Customer declined troubleshooting for high/low blood glucose. The insulin pump will not be returned for analysis.